Event description:
The customer reported that during cataract procedure, the vitrector was not working and there was no incremental aspiration. The report stated that the tip was too close to the back of the eye, and a capsule rupture occurred. Vitreous entered the front of the eye. During the vitrectomy, the surgeon was able to cut, but aspiration was inconsistent with the vitrector, and the case was delayed. After removal of the vitreous, a vitreous strand remained in the anterior chamber and may require removal. The procedure was completed; however, the incision was widened and a suture was used to close the incision. During the procedure, there was a threat of retinal detachment. The report stated that the surgeon was trying a new phaco tip during the procedure. The patient outcome and prognosis are unknown at this time.

Manufacturer narrative:
The company service representative examined the system on the day after the event, and found that the system met specifications. The complaint history was reviewed and there were no additional complaints reported for this system. The device history record was reviewed and there were no related manufacturing issues during assembly/testing. Complaint trends were reviewed, and no recent adverse trends were observed. The root cause of the capsule tear was reported to be caused by the handpiece tip being too close to the back of the eye. The root cause of the poor aspiration during vitrectomy could not be determined. The system met specifications and no probe was returned for evaluation.